Manufacturer narrative:
(B)(4). The complaint 900iw130e neopuff infant resuscitator is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service manager that the maximum pressure relief valve of an 900iw130e neopuff infant resuscitator fell apart when it was adjusted during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint 900iw130e neopuff infant resuscitator, without the manometer, was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the maximum pressure relief valve adjustment knob had broken off. Two of the screw bosses were also damaged. A lot check revealed no other complaints of this nature for lot number 050315. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is likely that the fault observed was due to some form of impact to the subject neopuff unit. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service manager that the maximum pressure relief valve of an 900iw130e neopuff infant resuscitator fell apart when it was adjusted during use. No patient consequence was reported as a result of this incident.